Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mentioned that she had got a pump error 25 and that the issue happens when changing the battery. The customer mentioned that she is able to do the rewind/load/prime/fill process but will continue to get the error. Troubleshooting was performed. The customer reports the pump error occurred during rewind. She cleared the alarm, rewound the pump and power error occured again. The insulin pump will return. The customer's blood sugar was 340 mg/dl.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on electrical board. After disconnecting and reconnecting the internal battery connector at electrical board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.